Event description:
It was reported that a clearlink system continu-flo solution set leaked at the y-site (clearlink) during a patient infusion. The set contained infliximab and normal saline. This issue was observed after approximately 141 ml of the infusion had been administered, with about 109 ml remaining to be infused. The set was replaced with a new set to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H4: the lot was manufactured between 02/24/2025 and 02/25/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.